Event description:
Patient sent email from foreign country reporting that lenses feel comfortable on first use but after overnight cleaning, the lenses feel dry and irritating. The patient further reported having an "eye infection." Multiple attempts to contact the patient by email have received no response. The patient also reported "dripping sterilized water in my eyes" to improve comfort. As the patient referenced "eye infections" and the infections in this context may or may not be a serious injury, this event is being reported as worst case. Based on all available information, no causal factors can be determined and no conclusion can be drawn. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Labeling single use or reuse. No conclusion can be drawn.